Manufacturer narrative:
Title: retained urethral catheter in the ureter following misplaced insertion in a postpartum female martina smekal, vimoshan arumuham, ali tasleem, michael mikhail, clare allen, and simon choong. The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
Background: urethral catheterization is a common procedure, with a low complication rate. Aberrant catheterization into a ureter is a rare complication. We present a case of an aberrant urethral catheterization into the right ureter in a postpartum female. Case presentation: an 18-year-old primigravida female presented with loin pain and catheter bypassing after a postpartum urethral catheterization. Examination under anesthesia and cystoscopy revealed the catheter leading into the right ureter, which was confirmed by subsequent CT urogram. Multiple attempts to remove the catheter failed. A rigid ureteroscopy was performed, revealing ¿¿kinking¿¿ of the catheter just distal to the balloon, as a result of an asymmetrical inflated balloon. A laser fiber inserted through the ureteroscope punctured the balloon, allowing balloon deflation and catheter removal under screening. A relook ureteroscopy 8 weeks later confirmed a healed ureter. Conclusion: asymmetric catheter balloon inflation causes kinking of a catheter and occlusion of the balloon port that will prohibit balloon deflation. During rigid ureteroscopy, a laser fiber can be used to puncture the catheter balloon, allowing balloon deflation and catheter removal.